Event description:
Patient wife mentioned that the patient was applying vgo on his arm and the vgo kept falling off, patient now applies the vgo on his stomach. Patient is cleaning the site before applying the vgo.